Event description:
It was reported that during a left bundle branch implant procedure, this right ventricular (rv) lead required multiple repositions. The physician noted the helix had bent and elected to exchange the lead to resolve the event. The patient was stable with no adverse effects reported. The rv lead is expected for analysis, but has not yet been received.

Event description:
It was reported that during a left bundle branch implant procedure, this right ventricular (rv) lead required multiple repositions. The physician noted the helix had bent and elected to exchange the lead to resolve the event. The patient was stable with no adverse effects reported. The rv lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection confirmed that the lead helix was deformed, which likely contributed to the insertion difficulties experienced at implant. Helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads.